Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
According to the distributor, the pump has a blank screen. The pt reportedly replaced the battery and the issue persisted. The pt indicated that there were no cracks in battery casing or signs of rust in the battery cap or pump. There was no reported pt impact associated with this complaint.